Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of infection in 9 patients could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. Additionally, the device history record could not be reviewed because the affected lot number(s) was not communicated. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿emergency department of the first affiliated hospital of military medical university, china¿. The title of this report is, ¿comparison of the effects of three intramedullary fixation methods in the treatment of elderly intertrochanteric fracture patients complicated with osteoporosis¿, published on december 04, 2020, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: 10.12037/yxqy.2020.01-12. This report includes an analysis of the clinical data that was collected on 286 patients, and the cases in this study range from january 2016 to june 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 9 patients experienced infection.